Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -10.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Per reporter patient was dissatisfied with va. On (B)(6) 2023 lens was exchanged for toric lens and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).